Manufacturer narrative:
Additional information: device manufacture date completed. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Issue resolved on part replacement.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the vertek arm was broken and couldn't be tightened. No patient present.